Event description:
The customer returned the gastrointestinal videoscope to a service center for a separate issue. During the device analysis, the service repair technician indicated that there was no image was found. There was no patient involvement.

Manufacturer narrative:
B3 - date of event: olympus detected this issue during device analysis, and there was no reportable customer product or allegation, therefore there is no information regarding the customer¿s reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the result of investigation, the most probable cause of no image is likely related to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.